Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The lesion being treated was located in the 90% stenotic, calcified left brachium shunt of hemodialysis. Upon the first inflation, the 6.0-40mm, 80cm wanda balloon ruptured. The procedure was completed with another of the same device. There were no patient complications and the patient's condition is "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.